Manufacturer narrative:
Additional information: g3, h3, h6, the complaint device was not received for evaluation. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes misaligned insertion and/or prying or levering the device during insertion, which can result in device damage. Since the complaint device was not returned, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, a distributor reported via (B)(4) that an ar-6068-45r 45-degree right-curved quickpass lasso bent upon passing the labrum during a bankart procedure, which was completed successfully with no patient harm.